Event description:
Pt having a routine angioplasty procedure. While inflating balloon to maximum recommended pressure of 10 atm, the balloon ruptured. No adverse pt outcome; however, event resulted in increased procedure time, since catheter needed to be changed. (*)